Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. An xtw clip was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed the clip opened to 5 degrees. Troubleshooting was performed and the clip was reclosed. The physician deployed the clip on the mitral valve. However, after removing the lock line and performing the second efaa, the clip opened to roughly 5 degrees. To stabilize the clip, an additional xt clip was implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported clip open during efaa and clip open while locked (cowl) were due to device settling. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4 and enlarged atrium. An xtw clip was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed the clip opened to 5 degrees. Troubleshooting was performed and the clip was reclosed. The physician deployed the clip on the mitral valve. However, after removing the lock line and performing the second efaa, the clip opened to roughly 5 degrees. To stabilize the clip, an additional xt clip was implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.